Event description:
After the implant was completed on (B)(6) 2023, the patient presented bleeding at the neck incision. Physician brought the patient back into the or the same day and observed multiple clots at the neck incision and a large clot at the chest incision. Physician cleaned the clots, placed a drain, and closed. Physician was informed that the patient was on aspirin therapy prior to the implant procedure. Patient discharged (B)(6) 2023 and drains were removed (B)(6) 2023.